Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the estimated remaining battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased from 19% to 14% in one month. There were no stored episodes and there were no error codes. Boston scientific technical services (ts) requested a copy of the device's memory to exclude any battery issues. The information was not available and the patient will be seen again in a month. This device is included in the sq-rx 1010 shortened replacement time advisory population originally communicated on (B)(6) 2018. Attempts to identify the model/serial number and physician information were unsuccessful.